Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician on 07-oct-2010 - (B)(4). This case involves a female patient in her (B)(6) who received treatment with 1 vial of intradermal poly-l-lactic acid (sculptra) on (B)(6) 2010 for cosmetic enhancement. The physician administered "1 vial top up dose" to the temples, around the cheeks, and along the jaw line, and approximately 0.5ml into one side of the face along the jaw line. That same day, she developed a rash and it went very red and swollen. On (B)(6) 2010 the doctor initiated a course of antibiotics (augmentin 125, 500 mg per day) and since starting this, the rash has been improving, but the swelling persists. Relevant medical history: patient had previous treatment with poly-l-lactic acid 2 years prior to this report without any adverse events occurring. Relevant concomitant medications: not reported. Action taken: unknown. (B)(4). Physician's causality: not provided.